Manufacturer narrative:
The contract manufacturer reviewed the DHR and stated specifications were met. Coloplast reviewed all lot numbers where the reported abiss lot # was associated with. The associated coloplast lot #s are: 4891158, 4878685, 4869937, 4837575, 4818778. However, based on the limited information received, coloplast cannot determine which lot # may have been associated with the reported complaint, so all lot #s were reviewed. The review of the coloplast lot #s listed revealed no trend in the complaint, nonconforming report and CAPA data. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by (B)(6), since 2016, repeated urinary tract infections, vaginitis, vaginosis and meetings with doctors without stopping. Many medications have been taken to counteract its effects, in (B)(6) 2018, contracted a streptococcal bacteria infection. The tape poison the patient internally so the rejection of this one was removed part of tape on (B)(6) 2019 to try to make the infection go away but as it is not removed completely the infection is still there and the urologist does not want to re-operate she says she had too much misery the first. So the patient stays with the problem and especially since (B)(6) terribly wrong hips really dissatisfied with all that.